Event description:
Normal battery exchange for dead battery. Categorized as non-complaint by medtronic and closed. No further action to be taken. Product returned to medtronic for analysis - reported in medtronic database. Implanted (B)(6) 2022; received at mdt on 2/17/2025; categorized as c500 - non-complaint and closed.